Event description:
It was reported the customer was vomiting and hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The insulin pump passed the test. However, bolus history did not show any bolus for two days. Which may have caused the high blood glucose.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.